Event description:
The clinician reports the implant was inserted 2023-07-26 in ada 28. On 2024-04-24, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.